Event description:
Caller alleged discrepant results (precision). On (B) (6) 2009 (8pm) - 2.5 - inratio. On (B) (6) 2009 (8am) - 12 hours later went to emergency room due to nose bleed tested 3.4. On (B) (6) 2009 - 2.3 - inratio 5 minutes later tested 2.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: test-1; meter-inr: 2.3. Lot: test-2; meter-inr: 2.1. 2.5 and 3.4 inr was excluded from comparison test since it is more than 3 hours. Three house is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Inratio meter: mean: 2.20; sd: 0.14; %cv: 6.43. Since 6.43% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Unable to perform retained strip test due to unk strip lot number on the event details. No corrective action is required as no product deficiency was established. Hence, no further investigation required. On 28-jul-2009: biosite received 1 inratio meter (B) (4).